Manufacturer narrative:
Continued from medical device; 250ml hospira bag ndc 0409-7650-52 lot number 81-119-kl exp 1 mar 2019 heparin sodium. 1000ml hospira bag ndc 0409-7115-09 lot number 80-712-fw exp 1 feb 2019 potassium sodium. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a pump was programmed to infuse 250ml of heparin (25,000u) at 12ml/hr (1200u/hr) then after 3 hours the pump was reprogrammed to infuse at 11ml/hr (1100u/hr). After approximately 6 hours the bag was noted to be unexpectedly empty. In addition, 0.9% ns with 20meq kcl was infusing on another device. There was no patient harm.

Manufacturer narrative:
The report that a 250ml bag of heparin had emptied prematurely could not be confirmed. Physical inspection of the device and the disposable set did not identify any issues. Analysis of the pcu event log showed that the pump module was programmed to infuse heparin 25000unit / 250ml. At 7:50am on 12 dec 2017 a new vtbi of 250ml was entered. At 10:49am the rate was decreased from 12ml/hr to 11ml/hr. The infusion was interrupted at 1:51pm with opening of the door and generation of a safety clamp open alarm for 1 second duration. The door was closed and the infusion was restarted. The infusion was interrupted again at 2:00pm with opening of the door and generation of a safety clamp open alarm for 4 seconds duration. The door was closed and the pump module turned off, terminating the infusion. The cause for the interruptions of the infusion and early termination could not be ascertained from the event log analysis. The total calculated volume infused was 70.744ml. Rate accuracy testing was performed and the device was infusing out of specifications (under infusing). This finding is considered incidental and did not contribute to the reported incident. The device was recalibrated and then was noted to be infusing within specification. The root cause of the bag emptying too soon could not be identified.